Manufacturer narrative:
The device was not returned to the manufacturer for evaluation as all hardware currently remains implanted. The device history records for all devices intended to be implanted were reviewed ((B)(4)) and no issues were identified during the manufacture and release of the devices that could have contributed to the problem reported. It was reported that after an initial bunion surgery, a broken medial plate was discovered at the 24-month follow-up. Additional information from the surgeon indicates the site is stable, the patient is "doing well at this time" with no significant symptoms or medical intervention required. There are no plans to remove the hardware which will remain implanted and the patient will be monitored. Review of radiographic evidence confirms the medial plate broke right where the proximal holes meet the neck of the plate. Although a number of factors could have contributed to the broken plate, the most likely cause cannot be determined based on the available information. However, based on information from the surgeon, improper device selection potentially could have subjected the plate to excessive bending stresses which lead to its breakage. The company will supplement the MDR as necessary and appropriate.

Event description:
It was reported that after an initial bunion surgery, a broken medial plate was discovered at the 24-month follow-up. No revision has been scheduled as the patient is "doing well at this time." There was no other report of any patient impact or injury as a result of this event.